Event description:
Reporter indicated that the patient was experiencing an increase in seizures. A battery life calculation was done and showed that there should be approximately 3.32 years remaining until battery end-of- service. Revision surgery is planned, but not yet scheduled. Attempts for further information are pending.